Event description:
Boston scientific received information that during the implant procedure for a cardiac resynchronization therapy defibrillator (crt-d), when the right ventricular (rv) lead was placed a perforation occurred. The patient's blood pressure dropped and the physician repositioned the rv lead, then placed both the right atrial (ra) lead and left ventricular (lv) leads. After implanting the other leads, the patients blood pressure increased to 88 systolic, so it is unknown if there was any cardiac tamponade. Afterwards the physician performed a pericardial thoracentesis. The patient was sent to the intensive care unit and was stable. The patient was checked again the following day, and they were stable and all vitals were normal. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.